Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this left ventricular (lv) lead was part of a system revision due to possible infection. Reportedly, the patient developed swelling and had soft fluid at the pocket site. The patient also had a big seroma. There were no additional adverse patient effects reported. The lv lead was explanted.